Event description:
The facility reports the lift was docked on the right side of the tub. The tub was lowered slightly and the lift was raised to remove the resident. The lift was brought to the end of the tub, stopped, and the brakes were applied. The caregiver began drying and dressing the resident's lower extremities. The height of the seat from the floor was approximately 30 inches, or waist height for the caregiver. The lift had been lowered approximately 6 inches before the caregiver reached for the resident's clothing. The caregiver turned half a turn to get the clothing and saw movement out of the corner of their eye. They immediately turned and saw the lift and resident falling over. The lift fell backwards and the resident fell to the floor against the backrest between the wall and the end of the tub. The resident was lying on their left side. The resident suffered undefined injuries to the arm and leg.